Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness, muscle cramps, fall and bruises due to the fall. A colleague called an ambulance, and they treated the patient with IV glucose (30 mg) and food, after the patient regained consciousness. The paramedics took the measurements and the cgm was reading 126 mg/dl and the blood glucose reading was 57 mg/dl. At the time of the report, the patient was still tired but was "mentally healthy". Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.